Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm. Customer's blood glucose was 170 mg/dl at the time of the incident. Customer stated that he was changing out his infusion set. Customer stated that there is a crack where the reservoir goes in. Customer stated that the pump was dropped about a month ago and there is a small crack. Customer reported that the drive support cap is sticking out. Customer stated that he dropped his pump about a month ago. Customer stated that the insulin is squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.